Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/fried concerning patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported the patient had a stroke in september and had to have a craniotomy. Caller said they had issues getting stimulation turned off. Caller said they had never turned stimulation off before. The patient is having knee surgery and they needed instructions on how to turn stimulation off. A quick guide and instructional video were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-11-19. It was reported that that the patient did not know the device was off until the representative checked it. They were not going to turn the stimulator back on if they did not have pain in the spine. No further complications were reported/anticipated.